Event description:
False negative result. No add'l info is avail.

Manufacturer narrative:
The retention devices meet qc spec. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. The 100miu/ml, 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Probably root cause: the sensitivity for product fhc-a102 is 20miu/ml hcg in urine. If a urine sample is very dilute which may not contained detectable levels of hcg, a negative result may observe. The test provides a qualitative screening test for pregnancy only. Conclusion: the retention devices meet qc spec. No false positive result was observed. So, this complaint is not confirmed.